Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported left side "seroma." The device has been explanted.

Event description:
Healthcare professional reported left side "seroma." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device. Brown particles observed on the device. Wear abrasion observed on the device. Crease fold observed on the device. Additional, changed, and/or corrected data: d9, h3, h6.